Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for "implant dislodged from a single leaflet, single leaflet device attachment (slda) intra-procedure" was confirmed with objective evidence based on evaluation of the provided imagery. Available information suggests interaction between implants likely contributed to the event. Per evaluation of the provided imagery, the 3rd device attempt appears to have become entangled with the newly implanted ace, potentially causing an acute slda. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored and complaints trending and control limits are managed and assessed. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified.

Manufacturer narrative:
B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in germany, during the procedure a single leaflet device attachment (slda) occurred. Edwards received notification of a pascal procedure in tricuspid position, where when attempting to implant a second ace, the first device was observed to be moving from side to side, and it was confirmed that the device detached from the septal leaflet. The second ace device was bailed out as it was attempted but did not change the result. The tricuspid regurgitation (tr) grade remained massive (4+).